Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 13 march 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that a bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g was found to clogged. Fifteen (15) devices were reportedly affected during priming and injections. No patient impact was reported. The following information was provided by the initial reporter: from phone call on(B)(6)2020 15:53:37: reached out to [redacted] pharmacy regarding giving consumer box today. Pharmacist wanted to charge consumer for the box. Pharmacist not clear on how free box and voucher works. Sending box to another [redacted] pharmacy per consumer cl. Consumer stated, no insulin flow when priming or taking his injections stated, (B)(4) pen needles affected stated, he's tired of poking himself and it doesn't work lot: 9155948, (consumer eyesight is not clear) cat: unknown, (using 8mm pen needles incident date: unknown samples available reaching out to pharmacy to see if a box can be provided today for consumer.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd ultra-fine¿ short pen needles 8mm (5/16¿) 31g was found to clogged. Fifteen devices were reportedly affected during priming and injections. No patient impact was reported. The following information was provided by the initial reporter: from phone call on 2020-02-10 15:53:37: reached out to [redacted] pharmacy regarding giving consumer box today. Pharmacist wanted to charge consumer for the box. Pharmacist not clear on how free box and voucher works. Sending box to another [redacted] pharmacy per consumer cl. Consumer stated, no insulin flow when priming or taking his injections stated, 15 pen needles affected. Stated, he's tired of poking himself and it doesn't work. Lot: 9155948, (consumer eyesight is not clear). Cat: unknown, (using 8mm pen needles. Incident date: unknown. Samples available. Reaching out to pharmacy to see if a box can be provided today for consumer.